Manufacturer narrative:
No product was returned. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the device exhibited k7 alert message "not detected", resulting in cadd reservoir shutdown. This left 23ml of medication to be administered to the patient, or 1150 mg of the 8000mg prescribed. No adverse patient effects were reported by the customer.